Event description:
(B)(4).

Manufacturer narrative:
The lead was explanted and returned due to erosion and wound dehiscence. Visual examination found no malfunctions. No anomalies were found.

Event description:
Related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4); related manufacturer reference number: (B)(4). It was reported, that patient's implantable cardioverter defibrillator (ICD), atrial lead, right ventricular lead, left ventricular lead was eroded. Wound dehiscence and hematoma was also noted. The device and all leads were explanted. There were no patient consequences.